Event description:
Caller reported a cartridge alarm 20, which did not result in any adverse impact to the customer¿s blood glucose level. Technical support determined the need to replace the pump and confirmed the shipping of a replacement pump with updated software. The caller was instructed to switch to multiple daily injections (mdi) as backup therapy and to set the pump to storage mode before returning it. The customer understood and acknowledged the instructions for returning the problematic pump to tandem and for programming and connecting their continuous glucose monitor (cgm) to the new pump.